Event description:
During a low anterior resection procedure, staples were malformed and in an open shape. A competitor's product was used to complete the case. There were no adverse consequence to the pt.